Event description:
During the evaluation of a spectrum pump, the device failed to alarm for an upstream occlusion when an occlusion was present. There was no patient involvement..

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. During the evaluation the device failed to alarm for an upstream occlusion. The device was further tested and was found to correctly alarm for a downstream occlusion. The unit was calibrated to ensure accurate occlusion detection.